Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a cbd stone extraction, the physician selected a cook memory ii double lumen extraction basket. It was reported that before using it on the patient, the operation was checked. The handle moved, but the basket did not move. The mb-35-2x4-8 is packaged with the basket extended so as they report that the problem occurred before using it on the patient while testing device function, the basket would be extended when the handle would move but the basket would not. This is therefore being interpreted as unable to retract the basket. This occurred prior to patient contact; there was no impact to the patient.